Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2021-00508. It was reported that the patient experienced ineffective therapy due to lead migration. As a result, surgical intervention may be undertaken in the future.